Event description:
While suctioning the pt, the ventilator started alarming "pt disconnect". Suddenly the alarms changed to "ventilator inoperative - charge ventilator." Pt immediately taken off ventilator manually ventilated. Ventilator immediately replaced. Pt's vitals remain stable and never changed during the event. Malfunctioning ventilator taken out of service. FDA safety report ID# (B)(4).